Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with a bd blunt fill needle with filter. The following information was provided by the initial reporter, "we would like to inform you of a complaint concerning the above stated eylea filter needle. It was reported that after opening the needle package there were visible debris on the needle. Please let us know if there are any abnormalities regarding white particles in the batch documentation of the needle used.

Manufacturer narrative:
Investigation: one sample was received. It came with the plastic shield. It was inspected under the microscope. The needle has debris attached to it therefore failure mode is verified. The debris is due to a viscosity issue from the lubricant applied to the needle. If the lubricant¿s viscosity has a variation the lubricant would be thicker and would induce the effect reported by the customer. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter was found with a bd blunt fill needle with filter. The following information was provided by the initial reporter, "we would like to inform you of a complaint concerning the above stated eylea filter needle. It was reported that after opening the needle package there were visible debris on the needle.please let us know if there are any abnormalities regarding white particles in the batch documentation of the needle used.